Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic procedure. The stapler broke. It was unknown how they complete the case. There was no injury caused to the patient and no medical intervention was required.